Manufacturer narrative:
The report of physical damage of the head restraints on the autopulse platform (sn (B)(4)) was confirmed during visual inspection. During visual inspection, the patient's head restraints were observed to be cut and the shaft was sticky. The autopulse platform is a reusable device and was manufactured on 27 march 2012 and has exceeded its service life of 5 years old. This type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device and/or mishandling. As part of routine service during testing, the platform was evaluated. Upon initial functional testing, the platform displayed a user advisory (ua) 41 (patient temperature sensor failure) error message. The ua 41 error message was due to a defective temperature sensor due to wear and tear due to age of the platform. Upon customer approval, the replacement of the top cover and temperature sensor will be replaced and the device will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with serial number (B)(4).

Event description:
During shift check, the customer reported that the autopulse platform (sn (B)(4)) was observed with a cut head restraints. No patient involvement. However, during service the returned platform failed initial functional testing due to user advisory (ua) 41 (patient temperature sensor failure error message on (B)(6) 2020.